Event description:
It was reported the device was used during a videoscopic assisted thoracic surgery. It was reported the fourth and fifth firings of the ez35b did not staple or cut properly. There was no consequence to the pt.